Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.

Event description:
On (B)(6) 2010, a pt received touch-up hydrelle in the sides of the mouth and nlfs. The pt returned on (B)(6) 2010 because he was swollen, distorted, and had pustules near the injection site. The pt was prescribed prednisone.